Manufacturer narrative:
D10: concomitant devices: 1304258 164-02-09 - element-stem, collarless w/ha, high offset, sz 9. 2298767 142-32-00 - cocr fem head 32mm +0 offset 12/14. 2436987 120-65-30 - bone screw 6.5mm dia x 30mm long. 2441060 180-02-54 - nv cwn cup mlt hl 54mm group 2. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 131 months after a right total hip replacement procedure, the patient underwent a revision procedure to address loosening, and pain. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Updated d2a, d4, d10, h6 d10: concomitant devices: (B)(6) 142-32-00 - cocr fem head 32mm +0 offset 12/14. (B)(6) 120-65-30 - bone screw 6.5mm dia x 30mm long. (B)(6) 180-02-54 - nv cwn cup mlt hl 54mm group 2. (B)(6) 130-32-52 - nv gxl linr, ntrl, 32mm ID, group 2 cups.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.